Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Two different wands and programmers were tried without success. The device was returned for analysis.